Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leak (unknown which part leak). No other information was provided.

Event description:
It was reported that the needle leaked (unknown which part leak). No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was unconfirmed as the problem could not be reproduced. One 22 ga x 0.75 in safestep w/y site infusion was returned for investigation. Residual adhesive residue was present on the device from the dressing. The safety mechanism was returned fully activated over the needle. The sample was flushed with water using a 12 ml syringe and no leaks were observed. The device was pressurized, and no leaks were observed. Microscopic observation did not reveal any apparent damage or splits on the extension tubing. Since no leaks were observed during functional testing and no damage on the device was present, the complaint could not be confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.